Event description:
It was reported that the patient experienced a loss of therapeutic effect and a burning sensation at the site of the implantable neurostimulator (ins). The patient stated he had not had therapeutic effect since the night his ins was implanted, even after multiple reprogramming sessions. The patient's physician told the patient he had difficulty placing the leads due to scar tissue. The burning sensation occurred on the patient's back at the ins implant site. The patient was considering having the ins explanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2005, explanted: na, product type extension. Product ID 7434-e, serial # (B)(4), product type programmer. Product ID 3487a-33, lot # j0511634v, implanted: (B)(6) 2005, explanted: na, product type lead.